Event description:
During surgery, (B)(6) 2013, a laparoscopic liver retractor malfunctioned. The decision was to convert to an open operation to ensure that all pieces of this liver retractor were accounted for. Xrays were taken at the end of the case, read as negative. However, after an MRI in (B)(6) 2014 showed an object. A piece of the retractor was removed from the sq tissue (B)(6) 2014.